Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming battery out limit. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No unexpected battery out limit alarms were noted and all operating currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.